Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated the patient and cardiac tamponade occurred. The lead was capped.